Event description:
Blood glucose measured 207 mg/dl at 5 pm before dinner back to back with results of 107 and 110 mg/dl performed within 1 to 2 minutes of each other. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.